Event description:
The MFR rep reported a pt became unresponsive following a pump implant earlier that day. The only other reported symptom was decreased heart rate. The drug used in the pump is lioresal 2000 mcg/ml. In addition, the hcp prescribed a 100 mcg therapeutic bolus in addition to a priming bolus. The dose was too high and caused the pt to experience overdose symptoms. The pt was treated with supportive care and physostigmine. The pump was turned to a minimum rate and then stopped. The following day the drug was changed from lioresal 2000 mcg/ml to lioresal 500 mcg/ml and the pump was restarted at a much lower dose. The pt recovered without sequela. Add'l info has been requested from the hcp but was not available on the date of this report.